Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had no image and an unspecified error code. The issue was found during procedure that was completed with the same device. There were no reports of patient harm.